Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received an insulin flow blocked alarm. The alarm occurred when they were delivering a bolus. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer's blood glucose level 469 mg/dl. They treated the high blood glucose with a manual injection. The product be returned for analysis.